Event description:
A surgeon reports dissatisfaction with patient outcomes. Information provided by the surgeon indicates this patient received a bilateral lasik treatment. At 3 months post-op, this patient exhibited induced astigmatism in the left eye. It is unclear if the surgeon feels this patient is harmed/injured, however, the surgeon has declined to provide any additional information. This report is for the left eye, the right eye is being reported under manufacturer report# 1061857-2009-00080.

Manufacturer narrative:
Determination of root cause: assessment: a surgery database performance verification was performed on this laser system. The analysis determined, the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications. Non-product factors including patient response to the laser ablation, patient healing characteristics and preoperative patient selection could not be reviewed, because the surgeon declined to provide clinical records or any other patient specific information. The surgeon only provided limited pre and post-op manifest refractions and bcva in a spreadsheet format. At 3 months post-op, this patient exhibited induced astigmatism in the right eye. Possible causes of induced astigmatism include, but are not limited to, inaccurate orientation of the ablation profile because of inadequate preoperative evaluation or feeding incorrect data into the laser (1), flap retraction towards the hinge (2), poor patient alignment (3) (4), flap wound healing (4) (5), and other surgical techniques including attention to detail in instrumentation and postoperative care (4). Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the intended astigmatism. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4). (B) (4).